Manufacturer narrative:
The customer was sent a replacement pump. In follow-up with a medela clinician on (B)(6) 2016, the customer clarified that she was diagnosed with mastitis the first time on (B)(6) 2016 and was prescribed cephalexin. She rented a medela symphony breast pump which resolved her symptoms. She stated that on (B)(6) 2016 she was again diagnosed with mastitis. The customer failed to respond to follow-up attempts for information on the resolution of her second bout of mastitis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing low suction with her pump in style advanced (pnsa) starter breast pump. The customer stated that she was getting clogged up and developed mastitis.